Manufacturer narrative:
The allegation the distal tip of lead was fractured was confirmed. The lead was returned incomplete. Only a 43cm terminal end segment was received. The stimulation end was missing. Per the event details, the lead segment was left inside the patient. No instrumentation damage was observed on the outer tubing. It passed continuity testing on all channels. The root cause of the fracture is consistent with the lead being subjected to stress during the explant procedure.

Event description:
Related manufacturer reference number: 1627487-2021-18009. It was reported that during an elective explant procedure on (B)(6) 2021, the distal portion of the left l1 lead was fractured and could not be removed. It is unknown which lead was unable to be removed; therefore, both leads will be reported.